Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed due to unspecified device performance issues. The patient experienced recurring incontinence. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.